Event description:
It was reported that the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and floppy drive, and sent the motherboard for repair, but no conclusion can be drawn as repair information is not available.